Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it could be observed that the dilatador, suture, the threader assy and driver ring were not received along with the device. The anchor was cracked near the proximal and distal part. This complaint can be confirmed. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed and a root cause for the issue experienced by the customer cannot be determined. The possible root cause could be related to the force applied while being inserted off axis or leverage during insertion, which could damage the anchor. As per instructions for use; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a shoulder scope on (B)(6) 2022, it was observed that the 5.5mm healx adv sp peek anchor device was cracked in half and was not set in bone. According to the report, they noticed crack before going too far with the implant and were able to take out shoulder but dilation tip was in bone and was left there. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.